Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic the user reported inaccurate sensor readings that triggered a threshold suspend. The customer¿s blood glucose was 200 mg/dl and sensor glucose was at the time of the event 122 mg/dl, the difference was outside the acceptable range. Suspend on low limit in sensor settings was at 120 mg/dl. No harm requiring medical intervention was reported. The sensor will be returned for analysis.